Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-apr-2019 with the following findings: a review of the pump black box and alarm history showed cs 064 and cs 078 call service alarms. During investigation, the pump powered on with no alarms occurring. The rewind, load and prime steps were performed successfully. The complaint of a cs 064 call service alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed a dim, discolored display and cracked battery compartment. A leak test revealed leaks in pump case cracks. The pump was opened and moisture was found on the display. Moisture corrosion was found on the motor flex connector, transceiver board, piezo. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.